Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user requested a return of the ilet system due to recurrent hypoglycemia and concern about aggressive automated correction following a post-treatment rebound hyperglycemia after a dinner announcement. Symptoms included low and very low glucose episodes. Outcomes included discontinuation of the ilet and use of an alternative insulin pump, with no hospitalization reported. Investigation included review of uploaded glucose reports and internal clinical review. Investigation of this case revealed hypoglycemia of unclear cause with user-reported dissatisfaction with correction aggressiveness, and no device malfunction was identified based on available data. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.